Manufacturer narrative:
It was concluded there is no contact between dialysis solution and cycler which would cause an infection. There was no report of a fluid leak. Most common cause of peritonitis is touch contamination. The product is not returned for investigation to failure analysis lab, however, a review of the device history record nd/or batch record review indicated that the system worked as designed. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of death or serious injury received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The pt's caretaker called technical support during the set up phase with a question about an alarm. Fmc discovered that the pt was hospitalized due to fungal peritonitis during a follow up telephone conversation.